Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. After going transseptal with a baylis nrg needle in sl1 sheath and then going transseptal with the same stick and a vizigo¿ sheath and then going transseptal with the same stick with the vizigo¿ sheath and the ablation catheter then they started mapping. They noticed a blood pressure drop. When they began mapping it appeared like they were in the pericardial space. Ablation was not completed. Patient was stable and transported to intensive care unit (ICU). Additional information received indicated that no ablation was performed. Event occurred during transeeptal phase. Transseptal puncture was performed using baylis nrg needle in sl1 sheath. The physician's opinion on the cause of the adverse event was that it was procedure related as the patient was rotated and the transeptal puncture was difficult to visualize. Additional intervention provided was a chest tube insertion to drain the effusion and the patient was reported to have improved. Despite information receiving indicating that the event occurred during the transseptal phase with the sheath used was a non bwi product (sl1 sheath), we cannot disassociate the mapping catheter from the adverse event as the event description describes the beginning of mapping prior to the patient's symptoms. In addition, the event description reported "when they began mapping it appeared like they were in the pericardial space."

Manufacturer narrative:
On 3-jan-2024, additional information was received indicating toth the sl1 and the vizigo sheath were in use. The pentaray was through the sl1 and the ablation catheter was through the vizigo. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).